Event description:
It was reported that the iab was placed during ptca. After 3.5 hrs, the pump experienced helim leak alarms. The iab was removed and a replacement was not indicated. There were no pt complications.